Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37092, product type: accessory. (B)(4).

Event description:
The patient reported a poor communication screen on the patient programmer (pp), as there was poor communication/telemetry. The patient could communicate with the implantable neurostimulator recharger (insr). Unplugging the antenna and placing the pp directly on the skin did not resolve the issue. The patient received a new pp and there was still poor communication with the new pp and the old antenna. The patient met with the manufacturer representative on wednesday (B)(6) 2016 and the patient told the representative she thought it was her antenna, but the representative did not try a different antenna with the remote. The patient felt that her implantable neurostimulator (ins) had moved since implant. The patient stated that getting good connection with her implant was gradually getting more difficult. There were no symptoms or patient outcome reported. The indication for therapy was non-malignant pain. If additional information is received, a follow-up report will be sent.